Manufacturer narrative:
(B)(4), a review of the manufacturing documentation associated with lot f1800202, was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that they had "several" 5f mynxgrip vascular closure devices (vcd) with the sealant not coming out from the same lot. The last vcd this happened was saved, therefore, will be returned for analysis along with 1 unused device from the same lot/box. Additional information indicated that at least 4 (four) devices failed. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a diagnostic peripheral procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Vessel tortuosity was not noted. Significant resistance was met when shuttling down. The user shuttled down completely, however, with difficulty. The advancer tube was engaged or visible. Unusual force was applied when retracting the sheath. Manual compression was applied to achieve hemostasis for an unknown duration.

Event description:
Manual compression was applied for less than 30 minutes to achieve hemostasis.

Manufacturer narrative:
Adverse event or product problem: is being corrected from adverse event. Describe event or problem: additional information is being provided ¿manual compression was applied for less than 30 minutes to achieve hemostasis.¿ complaint conclusion: it was reported that the sealant of a 5f mynxgrip vascular closure devices (vcd) was not coming out. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a diagnostic peripheral procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Vessel tortuosity was not noted. Significant resistance was met when shuttling down. The user shuttled down completely, however, with difficulty. The advancer tube was engaged or visible. Unusual force was applied when retracting the sheath. Manual compression was applied to achieve hemostasis for an unknown duration. A sterile and a non-sterile 5f mynxgrip vascular closure devices involved in the reported complaint were returned for investigation. Visual inspection of the received non-sterile device showed that the shuttle was engaged to the black handle. The procedural sheath was observed on the catheter, fully pulled back against the shuttle hub. The syringe and advancer tube were returned separated from the device. It was reported that the sealant of the 5f mynxgrip vcd was not coming out during the procedure. However, the condition of the returned device indicates a complete placement of the sealant and a portion of the sealant soaked in blood was returned separated from the device. It is unknown if the device was manipulated after use. The catheter, shuttle cartridge and advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Visual inspection was also performed on the sterile device and no visual damages or anomalies were observed. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The advancer tube was re-inserted on to the device and properly engaged to the distal tamp lock as intended per mynxgrip instructions for use (IFU). Shuttle down procedure was also performed on the returned sterile device and the advancer tube was properly engaged to proximal tamp lock as intended per mynxgrip IFU. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock. No damages or anomalies were observed. A device history record (DHR) review of lot f1712201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed through analysis of the returned devices since the non-sterile device appears to have been deployed and the sterile unit was deployed without issue. The root cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and the product analysis, procedural/handling factors during shuttling down (significant resistance was met when shuttling down) and/or sheath retraction (unusual force was applied when retracting the sheath) may have contributed to the issue experienced by the customer. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The returned devices performed as intended per the mynxgrip IFU. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.